Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd)therapy. The patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with fluconazole (dose, frequency and route of administration not reported) for peritonitis. On that same day, dianeal therapy was discontinued due to peritonitis and hemodialysis was started. On an unknown date, the patient's pd catheter was removed. The patient was discharged from the hospital two days after admission and the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.